Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited intermittent or non-capture in the first branch in which it was placed. The lead was repositioned to another branch where the lead would barely capture prior to fixating the helix. After fixating the helix, high thresholds remained on many of the quadripolar leads electrodes. The physician believed the lead was potentially defective. The lead was implanted and remains in use. No patient complications have been reported as a result of this event.